Event description:
It was reported that the tip of a drill bit broke off during a procedure to remove a broken femoral nail and two broken distal screws. The original implant date is an unknown date in 2012. The patient reportedly had non-union. The broken nail was removed; however, the two broken distal screws remain in the patient. During the process of putting a new nail in, while entering a 6.5mm recon screw reamer, the tip of the drill bit broke off into the femoral head during reaming. An intraoperative x-ray image was taken. It took approximately 1.5 hours to remove the tip of the proximal reamer from the patient. The fragment was removed successfully. Two new screws and a new nail were implanted and the case was successfully completed. The event of broken nail requiring revision surgery is captured under complaint number (B)(4) and will be reported separately. (B)(4)

Manufacturer narrative:
(B)(4): device is an instrument and is not implanted/explanted.intraoperative x-ray due to broken drill bit. Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.